Manufacturer narrative:
H10. Additional manufacturer narrative: updated section d6a.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the device serial number remains unknown. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this patient with a 23mm valve implanted in the aortic position underwent intervention for a valve-in-valve procedure after an implant duration of approximately 4 years due to degeneration leading to stenosis and regurgitation. A 23mm transcatheter valve was successfully implanted within the surgical edwards valve using the transaortic approach. The patient was discharged. The implant date is known only as "2015". Therefore, (B)(6) 2015 is being used to calculate the minimum implant duration.